Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 08 may 2024, it was reported an alarm 2 followed by alarm 26. The blockage was located at the site. No further information available.